Event description:
The dentist indicated that the healing abutment screw fractured.

Manufacturer narrative:
Visual inspection of the returned abutment confirmed that the thread has fractured. No lot or order number provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.